Event description:
It was reported, the bronchovideoscope was used during guided sheath procedure. The patient's condition "suddenly changed when the lungs were being lavaged after the biopsy." The patient "vomited a lot of blood." Additional information obtained that bleeding occurred, causing a 1-hour delay for hemostasis. The procedure was then completed. The hospital commented that there was no problem with the olympus product and the biopsy itself. Further information received that confirmed no change to open surgery. Per the customer, there was a "possibility that the blood was aspirated because it took some time to aspirate after hemoptysis; the bleeding was probably from the biopsy site." The patient recovered well and appeared to be able to communicate the day after the procedure.

Manufacturer narrative:
This report is related to patient identifiers: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the procedure was a ebus (endobronchial ultrasound) and the amount of blood loss is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out g2 and to provide information received b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and a specific root cause of the suggested event could not be identified with the provided information. The event can be prevented by following the instructions for use which state: ¿important information please read before use¿. Olympus will continue to monitor field performance for this device.